Event description:
Customer called in regarding a syncing error on their AED. Upon plugging in the AED to charge, the light was flashing green but did not flash green once per second to indicate charging. Additionally, the customer was unable to perform a status check or start an emergency.